Event description:
Customer reported an infection developed in their right finger from using the lancet device and pt believed it went into their elbow. Customer was hospitalized sometime in the year 2000 to 2-3 days and was given IV antibiotics. Once customer was released, but the infection worsened and pt was re-hospitalized sevearl more times. A request was made for return product and replacement product sent.